Event description:
Knee prosthesis revision. During the operation, the loosening of implants was discovered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.